Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
The patient presented with 80% stenosis of the middle cerebral artery (mca). When the physician removed the balloon catheter (subject device) ¿a small dissection of the segment¿ was noted. Information obtained from the facility states that the vessel dissection was caused by the balloon catheter. A stent was placed across the stenotic segment and dissection. It was reported that ¿following stent placement there was improvement in the appearance of the dissection and the patient had an uneventful recovery from her procedure.¿ the patient was discharged home four days post procedure. It was also reported that upon a follow up angiography performed three months post operation, the ¿m1 segment was found widely patent.¿

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.